Event description:
The biomedical engineer (bme) reported that the g9 bedside monitor began spontaneously rebooting over the weekend. Not in patient use.

Manufacturer narrative:
The biomedical engineer (bme) reported that the g9 bedside monitor began spontaneously rebooting over the weekend. Not in patient use. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.